Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to start. Upon troubleshooting, fse inspected the fuses associated with the fan power tray and identified one blown fuse, which was subsequently replaced; however, the issue continues to persist. To resolve the issue, fse replaced the pdu fan tray and dcps. Powered up system and pdu fan tray powered up in normal operation and test system operation. The defective part was returned to philips for analysis and found the issue caused by electrical overstress. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot-up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported.